Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor to the ilet while the sensor was connected to the user¿s phone; pairing was initiated from the dexcom g7 menu and completed after the user entered the four-digit sensor code. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in therapy after successful pairing and no medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the pairing issue resolved following guided sensor pairing steps. It was concluded that the device functioned as designed after proper setup and that no device malfunction was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.